Event description:
A customer reported experiencing a cartridge alarm 20 during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As corrective action, technical support arranged to replace the malfunctioning pump with a new one, provided instructions for returning the defective unit, and ensured the customer understood the procedures to follow upon receiving the replacement. The customer will use multiple daily injections (mdi) as a backup therapy in the interim.